Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3003249645-2022-00016: it has been reported that the forceps 3711063 giraffe was not suitable to ensure complete sterilization. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.

Event description:
N/a.

Manufacturer narrative:
The giraffe forceps (3711063) was returned for evaluation. Device history record (DHR): the DHR was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the giraffe forceps identified that the finishing of the welding was not good; there was roughness. The strength of the welding was compliant; there was no risk of breakage. Root cause: it was determined that the issue was due to an improper finishing of the welding during the manufacturing operations. An awareness has been performed to the operators. No risk for the patient, the defect is visual and was discovered before the use of the device.